Event description:
Procedure: inguinal hernia repair. According to the reporter: the mesh was ruptured before use. Because of the rupture, they did not use the mesh.

Manufacturer narrative:
(B) (4). (B) (4).